Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. This is not a site of leakage. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. A separation was noted on the inlet tube of the reservoir near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the reservoir lockout valve. This is a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the shorter exhaust tube. In addition, it was concluded that the rough and irregular surfaces associated with the separation of reservoir inlet tube indicates that sufficient stress was exerted to separate the site while in-vivo. Separations of these types could then allow the loss of fluid, making the device inoperable. As additional information was not received, it could not be determined if one or both sites were the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damage on the reservoir lockout valve occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (3488714) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to leakage due to tube rupture. No other adverse patient effects were reported.